Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 12-may-2015. Eval summary: inomax dsir# (B)(4) was returned to the MFR for svc investigation. The regional svc ctr (rsc) reviewed the svc log and confirmed the reported complaint of a failed no (nitric oxide) cell alarm which immediately followed a failed low no cell calibration with high point: 1008 counts, low point: 2018 counts. The svc log review also confirmed a delivery failure (df) alarm with monitored no>absolute maximum of 100 part per million (ppm), actual value: 101. Elevated low counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the df that occurred prior to the failed low calibration. Rsc also experienced the reported complaint of a failed no cell alarm at bootup, performed a low calibration to clear the alarm and replaced the no cell. The rsc did not experience a df alarm. A full functional test was performed and the device operated according to spec so it was returned to the device svc pool. The root cause for this report was no calibration low counts above maximum. This condition will be tracked and trended under the company's qual sys. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. No adverse event. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with the company's technical svs regarding a device issue with inomax dsir# (B)(4). The device was in use on a pt and no harm to the pt occurred. The rt explained that the device had a delivery failure (df) and failed no (nitric oxide) sensor while in use on a pt. The device was in use for at least one month at 20 parts per million (ppm). The rt explained nothing appeared to precipitate the alarm. The device was also due for preventive maintenance (pm) and was being picked up for a svc eval. Inomax dsir# (B)(4) was removed from svc and returned to the company for svc investigation. Case comment: on (B)(6) 2015: this is a non-serious, post-market device report. The device was in use on a pt when the device failure occurred. No adverse event associated device failure was reported. The cause is considered reportable because a previous, similar device failure (no calibration low counts above maximum) had been associated with serious adverse pt consequence (index case MDR # 3004531588-2013-00022).